Event description:
During the implantation procedure, it was reported that this lead dislodged 4 times about 10-15 minutes after placing the lead. After the dislodgement, they could not extract the rv lead helix anymore. The lead was not implanted; a new isoline was implanted successfully.

Manufacturer narrative:
(B)(4), 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(6) 2011.the analysis on this device is pending.(B)(6) 2011.

Event description:
During the implantation procedure, it was reported that this lead dislodged 4 times about 10-15 minutes after placing the lead. After the dislodgement, they could not extract the rv lead helix anymore. The lead was not implanted; a new isoline was implanted successfully.